Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #122514-05076, 05077, 05079, 2937457-2014-01181 and 01182.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.